Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity."

Event description:
It was reported patient underwent total shoulder arthroplasty (B)(6) 2011. A subsequent revision was performed (B)(6) 2013 due to loosening. Radiographs revealed the glenosphere and rotated. The glenosphere, bearing, tibial tray and taper adaptor were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay this medwatch was submitted in error, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01267-1 and 01283).